Manufacturer narrative:
Section d updated to match gudid.

Event description:
Unit was opened and found that the retaining plate was installed in a way that could interfere with the spring of the outlet fva pin. It is unknown if the misplaced plate is the root cause of the issue, however, it is the major commonality between the four units investigated with the issue.

Event description:
The following has been reported: unit experienced a pump problem alarm due to an outlet flag unexpectedly closed failure while completing the downstream occlusion test. 18 minutes later another alarm occurred during a 180 ml/hr infusion. A third instance occurred when the unit experienced an air in line alarm. To clear the bubble, the flowrate was changed from 180 ml/hr to 1000 ml/hr, which immediately triggered a pump problem alarm. A preliminary review of the logs identified the following issue: hw issue (not yet identified; results in stuck av flag alarm) . An active infusion did stop. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.